Event description:
This rv lead was implanted on (B)(6) 2016 and remains implanted at this time. A call was placed to technical services on (B)(6) 2017 stated that there was noise on the rv electrogram, minute ventilation chop - >2 seconds pause and jumpy rv impedance. The following physician was dr. (B)(6) at (B)(6) in (B)(6) no other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).